Event description:
It was initially reported by the patient that she was recently implanted and is having an infection at the lead site. Patient is being followed up by an infectious disease doctor. Patient is receiving IV antibiotics. Good faith attempts to obtain additional information has been unsuccessful til date.